Manufacturer narrative:
Complaint lot number is unknown, hence retain sample test and batch history record review could not be performed. Complaint sample and picture also was unavailable so, further investigation is impossible. We have reviewed our current production and process control, the production process includes 100% inflation and deflation test for each and every catheter, so such type of obvious functional defect like leaked balloon catheter would be detected and rejected during testing. On the basis of the above, this complaint is considered as not justified.

Event description:
According to reporter: catheter slips out after 2 weeks. Already happened three times. Unfortunately no batch known. Patient talked about a banging noise that sounds like plastic. No sample and no picture.